Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a 17.09 second charge time and a gas gauge at less than 1/2 full however elective replacement indicator was not yet triggered. Two manual capacitor reforms were done and eri was triggered. Two more manual capacitor reforms were done which did not change the eri gauge. The patient denied exposure to MRI or radiation.